Manufacturer narrative:
The investigation determined that lower than expected vitros sodium (na+) results were obtained from a single level (level 3) of non-vitros biorad lot 45870 control using vitros na+ slide lot 4242-1062-1971 on a vitros xt 7600 integrated system. The assignable cause of the lower than expected biorad level 3 control is an instrument related performance issue. The results of a diagnostic within-run precision test used to assess instrument performance was outside of acceptable guidelines indicating the vitros xt 7600 system was not performing as intended. An ortho field engineer performed the service actions of performing a full microslide incubator optimization by adjusting all blades, tip locator load spring, dispense blade movement, erf alignment, cm and pm ring stopping and electrometer connections. Post service diagnostic within-run vitros na+ within-run precision testing was within acceptance guidelines indicating ortho service actions returned the vitros xt 7600 integrated system to intended performance. A vitros na+ slide lot 4242-1062-1971 performance issue cannot be completely ruled out as the customer stopped using this slide lot during the investigation and put an alternate vitros na+ slide lot into use (lot 4243-1066-3980). Acceptable post service performance was obtained using vitros na+ slide lot 4243-1066-3980. (B)(4).

Event description:
The investigation determined that lower than expected vitros sodium (na+) results were obtained from a single level (level 3) of non-vitros biorad lot 45870 control using vitros na+ slide lot 4242-1062-1971 on a vitros xt 7600 integrated system. Biorad level 3 control results of 131.0, 138.3, 133.3, 137.8, 140.4, and 127.7 mmol/l vs. The expected result of 165.6 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros na+ results were obtained from a non-patient quality control fluid. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).